Event description:
The customer stated the calibration failed three times on the axsym analyzer. The customer centrifuged the calibrator without resolution. All the instrument maintenance was up to date and solution 1 was decontaminated. The customer indicated this was the fourth complaint with this same issue. The abbott customer technical advocate sent the customer replacement rubella master calibrator. A follow-up with the customer revealed the calibration passed after receipt of the new calibrators. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.